Manufacturer narrative:
The investigation for the console (aic) controller failure red alarm has been completed. Data logs were reviewed and found that after 15 days since the pump was started, the console displayed ¿purge pressure high ¿ alarm,¿ event #408 & ¿purge system blocked ¿ alarm,¿ event #409. Rt log confirmed the purge pressure was more than 1000 mmhg, and there were no purge flow ticks. After 22 minutes, the console displayed ¿impella stopped (motor current high) [detected by epc] ¿ alarm,¿ event #13. This symptom aligns with the reported failure mode. Then there was a pmd reset, and the console displayed the following events repeatedly: #13, #408, and #409 in addition to ¿pmd has detected a pump speed deviation ¿ alarm.¿ event #138. This console was returned for evaluation and upon functional testing, it was unable to reproduce the pump stop. No issue with the purge pressure accuracy. No evidence of dextrose deposits or residue around the purge motor piston. No problem was found with the console hardware. Found the front panel optical connector contaminated, unable to remove the debris upon cleaning (unrelated to the reported failure mode). The root cause for the high purge pressure was most likely biomaterial, and the cause of the pump stop was most likely high purge pressure.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported the patient was on impella support when the automated impella controller (aic) failed. A controller failure (red alarm) appeared and the aic was replaced. No patient harm has been reported.